Manufacturer narrative:
(B)(4). (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was speaking with a friend on the phone when the friend noted the patient became incoherent with slurred speech. The friend called the patient¿s daughter (who lives next door to the patient) and the daughter called emergency medical services (ems). While waiting for ems, the patient ate some crackers, but the symptoms remained. Upon arrival, ems performed a bg which was 51 mg/dl but the patient¿s cgm displayed 229 mg/dl. Ems administered IV glucose, food (peanut butter crackers), and transported the patient to the hospital. The patient was monitored in the emergency department and released six hours later after her bg stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.